Event description:
The patient performed a blood glucose test on the suspect device and obtained a reading of 424mg/dl. Pt then took 10 units of r insulin based upon this result. Pt's blood glucose dropped too quickly and paramedics were called. The emergency medical technicians performed a blood glucose test on their meter and the result was 19mg/dl. Pt was given a glucose IV and taken to the hosp. Pt's blood glucose level at the hosp was 70mg/dl. Pt was released when their blood glucose level reached 129mg/dl.